Event description:
It was reported that system manager could not be accessed and the device received error code 503. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
After further review of the information reported by the customer, the file has been reassessed and determined no longer reportable.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that system manager could not be accessed and the device received error code 503. No additional information was provided. There was no patient involvement.